Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer stated that the reservoir compartment was cracked. Troubleshooting was not provided. The insulin pump will be returned for analysis.